Event description:
Boston scientific received information that this device system detected a decreased shock impedance measurement less than 20 ohms on the right ventricular (rv) lead. It was reported that the patient was having electric stimulation performed on their lower back at the time the out of range measurement was detected. Technical services was consulted and discussed that the electric stimulation could result in a false impedance measurement and recommended to test the integrity of the lead system. All other lead measurements were within acceptable limits. Additional information was sought from the local area sales representative, however, at this time, additional information was unavailable. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
All available information indicates that the product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.